Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against their skin. Blood glucose was 150 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. The site was changed to address the event and insulin delivery was resumed.